Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in australia, seven years and three months post transapical tavr procedure, the sapien valve was found to have ¿failed¿. A valve in valve procedure is planned.

Manufacturer narrative:
Additional information obtained clarified that this event was previously reported by edwards lifesciences. The investigation of the event will remain under the original manufacturer report number 2015691-2018-00707.  As such this MDR was reported in error and a corrected supplemental report is being submitted.